Event description:
It was reported that while in the cardiac cath lab, the md received a "flash back of blood on the thermistor port" while the catheter was inside the pt. The md stated that the insertion was uneventful.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.